Manufacturer narrative:
An event of ptfe wire observed on the device under tee was reported. The device was returned to abbott for investigation. A long thread, consistent with the ptfe inner liner of the delivery sheath, was found to be entangled with the amplatzer amulet disc. The device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported exposed thread could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amulet delivery sheath. The devices were prepared per IFU. During the procedure it was noted under transesophageal echocardiography (tee) that a wire was visible outside of the occluder. The device was removed from the patient. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.